Manufacturer narrative:
(B)(4). The actual sample was returned for evaluation. A visual exam was performed it was observed that the sample was contaminated. It was also observed that the tube was bent and the inflation line was detached. The pressure of the blue cuff was then tested by inflating the cuff to 25 mbar using a calibrated endotest. It was observed that the cuff was able to maintain pressure at 25mbar. The clear cuff could not be inflated due to the inflation line. A device history record review was performed and no relevant findings were identified. Based on the investigation performed, the reported complaint was confirmed. It was found that the inflation line was detached at the middle indicating it could be from a high force applied by the end user. There is a 100% inflation and deflation testing conducted at the manufacturing facility whereby any defects would be detected prior to release. A root cause for the issue could not be established.

Event description:
It was reported that: "10 july 2024, the airbag was dislodged, there was an air leak in the cuff during inspection product testing and was subsequently replaced in a timely manner without affecting the surgical process.".

Event description:
It was reported that: "(B)(6) 2024, the airbag was dislodged, there was an air leak in the cuff during inspection product testing and was subsequently replaced in a timely manner without affecting the surgical process."

Manufacturer narrative:
(B)(4).